Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called stating he had been struggling to change ilet cartridge due to weakness and inability to grip luer connector. The patient's blood glucose (bg) was reported at 137 mg/dl. The patient attempted alternative tools, eventually removed needle by mistake. Multiple call disconnections occurred. Blood glucose (bg) events: bg rose to 241 mg/dl; patient injected 12 units insulin as backup therapy. Later, bg dropped to 63 mg/dl, patient expressed suicidal ideation. With guidance, patient took glucose tablets and bread; bg rose to 78 mg/dl and steady. Mental health concerns: the patient displayed distress, grogginess, non-responsiveness, and suicidal thoughts, but refused emergency services. Family involvement: daughter contacted, arrived to assist, and later requested supervisor. Resolution: supervisor explained procedures were followed, patient chose multiple daily injections (mdi) due to inability to manage supply change. At this time, the patient was now stable. The patient's daughter will be coordinating with health care provider (hcp) for next steps.